Event description:
Healthcare professional reported intraoperative breast implant rupture. Physician "made a tiny nick in the implant (1-2mm). Recognized that it had happened and pulled the implant out of the pocket. In doing this the implant developed a large tear"; physician was "surprised how little force it took to cause the rupture" and this concerned the physician. The device was not implanted. It is unknown if surgery occurred with a backup device. The event of use error should be considered device related.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved, creases fold and the weight the device within specification. A visual and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is: -a striated opening on radius assessed as surgical damage consist in the use of some surgical tool..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified a rupture, fold creases and red particles on the surface of the shell. The patch information is not visible in the photo. Device analysis performed through photographs, due to the impossibility to perform a further analysis as it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported intraoperative breast implant rupture. Physician "made a tiny nick in the implant (1-2mm). Recognized that it had happened and pulled the implant out of the pocket. In doing this the implant developed a large tear"; physician was "surprised how little force it took to cause the rupture" and this concerned the physician. The device was not implanted. It is unknown if surgery occurred with a backup device. The event of use error should be considered device related.